Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g2, h6, h7, h9. The event of lymphoma - alcl - confirmed is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphoma - alcl - confirmed.

Event description:
Later patient representative reported "mastodynia", "become larger + hard", "significant increase in size", "periprosthetic seroma is palpable", "the abnormal cells are strongly membranous positive for cd30", "anaplastic large cell t-cell lymphoma of the right breast (bi-alcl)., alk negative pt2 pn0 (0/1)". En-bloc capsulectomy performed. Patient was hospitalized. Histopathological markers cd30+ and alk- have been received, hence the report of alcl has been confirmed.

Event description:
Patient representative reported for right side "patient diagnosed with bia-alcl, "right side device rupture", "depression and fear of further tumor", "peri-implant fluid". Also reported "pain related to surgical scars" which is not related to the device. Pathology report shows "neoplasia of the breast, right breast". Who type: bia-alcl alk-. Histopathological markers have not been provided. Device has been explanted. Treatment: device removal, capsulectomy and mastopexy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl-suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, lymphoma-alcl-suspected, seroma-late. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents rmf-chl-bi family (v15.0) was performed, and the event of lymphoma ¿ alcl - suspected is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl - suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.